Event description:
--

Event description:
Boston scientific received information that during a routine follow-up, this left ventricular lead exhibited high out of range pacing impedance measurements. Additionally, it was reported that pacing thresholds and impedance values had been trending upward over the past few months. The lead was then explanted; however, prior to removal failed to capture at maximum outputs. The physician suspected the lead had fractured. The explanted lead was returned for analysis. No resulting adverse patient effects and another boston scientific lead was successfully implanted with the chronic device.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 26.5 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level can contribute to these types of occurrences.